Manufacturer narrative:
The device was returned for analysis and underwent visual inspection. Findings revealed that the balloon was not folded, which suggests exposure to positive pressure prior to return. According to athletis specifications, the rated burst pressure of this device is 34 atmospheres. The returned device was connected to an encore inflation system, and positive pressure was applied during testing. Liquid leakage was observed emanating from a pinhole defect located approximately 4 mm distal to the distal marker band. A combined visual and tactile examination of the device shaft revealed no evidence of kinking or structural damage. Similarly, a visual and tactile assessment of the distal tip showed no signs of damage or deformation.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a mildly tortuous and severely calcified vessel. A 7.0mm x 40mm x 50cm athletis balloon catheter was advanced for dilation. During first inflation at 30 atmospheres, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with this device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a mildly tortuous and severely calcified vessel. A 7.0mm x 40mm x 50cm athletis balloon catheter was advanced for dilation. During first inflation at 30 atmospheres, the balloon ruptured. The device was removed using normal method without issue. There were no patient complications as a result of this event.